Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm logs were reviewed. During power on self-test the f-38 alarm was found. The alarm logs also showed the f-38 alarm; the cause of this was inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.